Event description:
It was reported the surgeon inserted a competitor's lens with the aq cartridge and the trailing haptic was torn by the cartridge during insertion. The incision was enlarged to remove the lens and sutures were required to close the wound. Another lens was successfully implanted and the patient's current prognosis is doing well.

Manufacturer narrative:
Evaluation results - a lot order search was conducted on the injector and cartridge. There were two similar complaints found for the cartridge and fifteen similar complaints found for the injector.